Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (monitor won't power up) was confirmed. Upon investigation the monitor was unable to boot up past the splash screen. The cause for the power-up failure was isolated to a corrupted sd card. The root cause for the defective sd card could not be positively identified. No adverse event resulted from the defective sd card. The patient received a replacement monitor.

Event description:
A zoll patient service representative (psr) called zoll customer support to report that a monitor would not fully power up. The monitor was not issued to a patient.